Event description:
Pt was experiencing pain approx 2 years after total hip arthroplasty leading to revision of components.

Manufacturer narrative:
Devices were not returned for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.